Manufacturer narrative:
(B)(4). Insulin pump had blank display due to severely corroded electronic assembly. The motor had moisture damage and the force sensor was corroded. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Insulin pump had cracked case at the corner of the belt clip rail. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.